Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital, device was found to be in backup vvi mode. Device download could not be performed due to unexplained power on reset status. Device was explanted and replaced. Patient was doing well with no issues.